Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00177. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent an ovariectomy and lymph node dissection on (B)(6) 2011. A drain and reservoir were used at the side of the pelvis. The reservoir functioned properly upon first activation. On (B)(6) 2011, the reservoir was found unlocked. Another like device was used with no adverse pt consequences. The doctor opines that the reservoir unlocked by itself.